Event description:
It was reported that the lead had a fracture and inappropriate parameters. It was noted that the lead had clearly visible ingress of fluids behind the insulation. The lead was partially explanted and the remainder capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The uf# provided (B)(4) was reformatted. Type of report is initial.